Event description:
It was reported that during device change out procedure, the patient's left ventricular (lv) lead exhibited high pacing impedance and loss of capture. The programming changes we made to deactivate the lead. The patient was stable throughout the procedure.